Event description:
It was reported that (1) er320 was used during a gall bladder. It was reported by the affiliate that the clips would not feed. Opened another device to complete the case. There was no consequence to pt.